Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the caller with information on resetting the pump and assisted in the process, after which the malfunction did not recur. The customer was advised that the pump could continue being used and to contact support if the issue happened again, which the caller understood.